Event description:
It was reported that; primarysurgery was performed on (B)(6) 2017. Two months after surgery, the screw backout was found. Then the screw removal was performed on (B)(6) 2017. The surgeon has mentioned that the screw may not had been locked properly.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Device was not returned therefore visual and functional inspection could not be performed. The root cause could not be determined conclusively.

Event description:
It was reported that; primarysurgery was performed on (B)(6) 2017. Two months after surgery, the screw backout was found. Then the screw removal was performed on (B)(6) 2017. The surgeon has mentioned that the screw may not had been locked properly.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no damage on the screw was identified. The locking ring is neither deformed nor fractured but is intact with the screw conclusion: due to insufficient information provided this cannot be determined conclusively.

Event description:
It was reported that; primary surgery was performed on (B)(6) 2017. Two months after surgery, the screw backout was found. Then the screw removal was performed on (B)(6) 2017. The surgeon has mentioned that the screw may not had been locked properly.